Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. Per the instructions for use (IFU), vascular dissection is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that the annular calcification would be the reason of effusion and aortic dissection. The degree of valve calcification was severe. The degree of aortic tortuosity was mild. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, it was a case of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. The degree of valve calcification was severe. The degree of aortic tortuosity was mild. No difficulties were noticed when crossing the aortic arch. After the valve deployment, an effusion was noted. A pericardiocentesis was performed and the blood pressure was good. 1 hour later, the effusion was still observed by tte. It was decided to check the reason of effusion and thought that annular calcification would be the reason of effusion and aortic dissection located between the annulus and ascending part of the aorta. It was decided to perform a surgery.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected b.2 outcomes, h.1 type of reportable event and h.6 impact code. Added new information to h.10 narrative. Additional information was received regarding the patient outcome. The patient's family refused the surgery and the patient expired. It is unknown when the patient expired.